Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test and self test. No unexpected pump error 2, 63, 28, or 79 alarms during testing however, pump error 2 alarm (line number = 1238; file number = 51) is found in the formatted history file on (B)(6) 2019 17:41:50.000 due to isolated to electronic assembly. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿the pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged pump error 2 confirmed. Pump error 28 confirmed. Pump error 63 confirmed. Pump error 79 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a communication or transmission problem ( pump error 2), mechanical issue ( pump error 79) ,date/time-related software problem (pump error 28) and circuit failure (pump error 63). Troubleshooting was performed and found that the customer was able to clear the alarm and the pump rewind successfully. The customer will discontinue using the pump and the pump was returned for analysis.